Event description:
It was reported that the pt was implanted with an ncb ph plate, on (B)(6) 2013 and after the surgery when an x-ray was taken, the x-ray picture detected a presence of a piece of metal. "It is assumed that the event description is as follows: during a surgery with ncb plate and/or ncb screws, the surgeon noticed a metal part in the pt during the final checking with x-ray before finishing the surgery. It is unk whether this metal part is from the ncb plate or ncb screws as no brakeage was reported."

Manufacturer narrative:
At the time of this report, the broken piece has not been received by the MFR. The ncb ph plate itself, according to the report, it is still implanted in the pt. It is not sure as to the identity of the broken piece. Once the broken piece is received and investigated, an updated report will be submitted. (B)(4).